Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beeping tones. It was reported that the device was explanted/replaced and will be returned to guidant for analysis. There was expressed concern regarding this device's battery longevity.